Event description:
The customer reported that during recent erythrapheresis procedures, they observed an elevated rate of hemolysis in the products at the end of the run. Donation ID: 11534473bm-1 patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.